Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3: related manufacturer reference number: 3006705815-2020-00380. Related manufacturer reference number: 3006705815-2020-00381. It was reported the patient experienced ineffective stimulation, as the patient stated the target pain was mechanical and the stimulator was unable to help it. To address the issue, the physician explanted the system.